Event description:
It was reported that during a coronary stenting treatment procedure, balloon deflation failure occurred. The 90% stenosed calcified target lesion was located in the moderately tortuous proximal left anterior descending artery. After pre-dilation, a 3.00 x 16mm promus element - drug-eluting stent was advanced; however, the physician encountered difficulty advancing the device and pushed the device with force. The device was able to cross the lesion and was inflated. After 1st inflation to 11 atms, the physician performed deflation for 20 seconds but the balloon did not deflate. Negative pressure was applied using large-size syringe but the balloon did not deflate. After three minutes, the physician changed places with another physician. When the physician performed deflation with maintained device angle against the vessel, the physician was able to deflate the balloon. Although the balloon was not fully deflated, the device was able to be removed. The kink of the core wire was found near the wire exit. The procedure was completed with this device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon deflation failure occurred. The 90% stenosed calcified target lesion was located in the moderately tortuous proximal left anterior descending artery. After pre-dilation, a 3.00 x 16mm promus element drug-eluting stent was advanced; however, the physician encountered difficulty advancing the device and pushed the device with force. The device was able to cross the lesion and was inflated. After 1st inflation to 11 atms, the physician performed deflation for 20 seconds but the balloon did not deflate. Negative pressure was applied using large-size syringe but the balloon did not deflate. After three minutes, the physician changed places with another physician. When the physician performed deflation with maintained device angle against the vessel, the physician was able to deflate the balloon. Although the balloon was not fully deflated, the device was able to be removed. The kink of the core wire was found near the wire exit. The procedure was completed with this device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a mishaft kink approximately 27cm from the catheter tip. The hypotube was kinked at various locations along its length. Solidified contrast media was present throughout the lumen. A microscopic examination identified no issues with the tip or balloon sections. The device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the solidified contrast media present within the balloon and inflation lumen. The device was soaked in a water bath at 37 degrees to help soften the solidified material however further inflation attempts were unsuccessful due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).